Event description:
It was reported that during an eviva breast biopsy procedure on (B)(6) 2025, the physician was acquiring samples; however, "not enough tissue was being taken out." It is reported that the physician requested to have the staff at the user facility set up a new needle; however, during the set-up testing, "the needle was not performing as it normally does by testing the suction." It is further reported that after the second needle did not pass set-up testing, a third needle was obtained and successfully tested. It is reported that additional tissue acquisition was successfully completed with the third needle. Additional, information was obtained from the user site and this MDR is being submitted due to the user site reporting that "patient needed to return for a repeat biopsy." No further information is currently available.

Manufacturer narrative:
An investigation has been conducted: the device was not available for return; visual and functional analysis/testing could not be conducted for the event described. The device was not returned for this complaint, and only limited patient-related information was provided. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Root cause analysis did not identify a definitive root cause. The investigation included a comprehensive review of complaint data and risk assessments, but could not perform any testing procedures, because the device was not returned. Conclusion: the reported issue could not be confirmed because the device was not returned. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no relevant risk factors were found in the manufacturing process. Medwatch report mw5181833 received.